Manufacturer narrative:
As reported by the foreign registry, this patient to the cardiac catheterization unit with unspecified symptoms and 1-vessel disease was found. Pre-procedure medications included ticlopidine/clopidogrel, aspirin and statins. Pci was performed on a de novo lesion in the mid left anterior descending artery (lad) of greater than 30mm in length that was also angulated greater than 9- degrees. The lesion was pre-dilated before a 3.0x33mm cypher select stent was deployed 12 atm. A dissection occurred and it was treated with a 2.75x13mm cypher select stent at 12 atm. The patient also had a q wave myocardial infarction. Pci was performed next on a de novo lesion in the distal lad of 20-30mm in length that was also angulated greater than 90 degrees. The lesion was pre-dilated before a 2.25x23mm cypher select stent was deployed at 12 atm. Post-procedure medications included ticlopidine/clopidogrel, aspirin, statins, beta-blockers and anti-anginal for six months. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of three products associated with this patient that were reported under the following manufacturing numbers 9616099-2007-01259, 9616099-2007-01260 and 9616099-2007-01261.

Event description:
During the procedure, there was a dissection of the mid left anterior descending artery and the patient had a q-wave infarction. The dissection was treated with a new stent.